Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad is peeling off and coming apart, and that multiple keypad buttons are intermittently unresponsive. The patient reportedly wears the pump on the outside of his clothing and cleans the pump with a damp cloth as needed. There was no reported patient impact associated with this complaint. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. However, this complaint is being reported because the reporter could not confirm if the damage occurred prior to the button unresponsiveness or not.

Manufacturer narrative:
(B)(4): testing was able to duplicate the issue of unresponsive keypad buttons. The ok and down button are intermittently responsive. The keypad was removed contamination was found under the down and contrast button contacts. The bolus button cover and the keypad are torn. Unrelated to this complaint, the display screen is dim/fading. When replaced with a test screen, it functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.